Event description:
The customer received a blood glucose reading of 228mg/dl on the contour next meter, re-tested on a different meter and the reading was 96mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no strips left. Replacement test strips and new meter were sent to the customer.